Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - ni. Device product code - ni. Expiration date - ni. Date implanted - ni. Date explanted - ni. Initial reporter - ni. Manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-04066 / 04067).

Event description:
Patient underwent an unknown patellar procedure due to unknown reasons.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant products¿ ascent femur catalog 179035, lot 896820; ascent tibial bearing catalog 179230, lot 041150; biomet tibial tray 79mm catalog 141235, lot 620850; biomet arcom patella 34mm, catalog 11-150842, lot 476280. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. A complaint history review could not be performed as the reason for revision is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.